Event description:
Pt has reported "symptoms of withdrawal" twice prior to replacement of device. Pt not suffering from serious or life threatening symptoms. Device residual volume evaluated and consistent with expected amount. Problem continued. Device replaced in 2002. Hcp reported "low battery" when device was returned to MFR for analysis. Surgical procedure uneventful and pt has had excellent therapeutic results to date. No symptoms of withdrawal.